Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system¿s universal surgical manipulator (usm) to resolve the error. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the reported complaint, 'repeated error 1162.' The unit was tested on an in-house system and passed normal mode. The usm was put on the patient side cart fixture test platform (pftp) and passed all tests, including the cannula test. Visual inspection of the cannula mount found significant fluid intrusion, but there was no significant intrusion on the axes controller spar cannula (acsc) printed circuit assembly (pca). However, visual inspection of the acsc found contamination on the connector closest to the axes controller spar (acs). The unit passed the direction test, sensor check, carriage lissajous sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/axes controller, motor (acm) fan and fiber test.

Event description:
It was reported that during a da vinci-assisted pyeloplasty procedure, while prepping the patient, the system generated an error 1162. Prior to calling for support, the customer attempted to power-cycle the system with no change. The system logs reflected error 1162 cannula sensor fault on the system's universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard power-cycle of the patient side cart (psc). The surgeon explained they could proceed with the procedure using the remaining system's usm arms 1,2, and 4. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.